Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported intermittent audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Recall: correction to remove "3004753838-02/29/16-001c".

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver was stuck on the initialization screen. The receiver case was opened for further evaluation. A data log was able to be retrieved by removing the pcba board. A review of the data log observed firmware errors; however, it is unrelated to the customer complaint. The speaker resistance was measured and the resistance was within specification. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.